Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc) board on the patient side cart for persistent 170 errors and also found 307 error in the logs. All 170 errors called out the patient cart controller 3 (pcc3) as missing. The system was tested and verified for use. As of the date of this report, the ccc has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported startup errors 170, indicating an issue with the blue optical cable, had occurred. The operating room staff confirmed all connections and did not find anything loose. Troubleshooting was performed to verify the connections, but the system was not able to recover from the errors. The procedure was aborted to another dv system.